Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device heated up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date device returned to manufacturer was documented as august 31, 2018 in the initial report. This has been corrected to september 14, 2018 if additional information should become available, a supplemental medwatch report will be submitted accordingly. The actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, a visual and functional assessment was performed which found that the device displayed an e8 error code when it was plugged in. It was further determined that the housing was damaged and the loctite cable assessment failed-cable was frayed. During service/repair, it was observed that a pin was pushed back in the connector causing the e8 error code. It was determined that the issue associated with the pin pushed back in the connector was consistent with the connector not being properly aligned and forced into the female connector while being plugged into the console device and pushing in the pin. It was determined that the issues were consistent with user misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.